Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that during a sleeve gastrectomy after the second firing the anvil was bent and the stapler could not fit down the trocar. A new device was used to complete the case with no patient consequences.